Event description:
It has been reported that the device is failing self-test.

Event description:
Philips received a complaint on the philips frx defibrillator indicating that the device gave a remove and reinsert battery error. There was no patient involvement.